Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their implantable neurostimulator (ins) wasn't working and wasn't helping them. Patient stated that they had uti since "then" and that they want to turn their therapy off or turn down the stimulation. Patient added that they wished they never had their ins put in their back because it wasn't helping. Agent reviewed general therapy information, then walked patient through pairing their external devices, but patient confirmed seeing the low battery - communicator screen. Agent reviewed general device use and patient will charge their communicator first, then call back for to proceed with adjusting their therapy settings.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they didn't know if the therapy was working or not. Patient reported they had a really bad uti before the implant and ever since the surgery it was worse. Patient said they changed antibiotics yesterday. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient addressed this with their hcp but they were redirected to manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.